Manufacturer narrative:
Device available for evaluation yes, returned to manufacturer on 10/13/2016. Device returned to manufacturer yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed inside the device. Part of the trailing haptic was observed detached. The lens was observed torn, may be as a result of the removal and replacement. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of intraocular lens, the trailing haptic caught the plunger. The doctor tried to remove the trailing haptic from the plunger by forceps. As a result, the trailing haptic detached. Doctor then conducted a removal and replacement where an incision enlargement of about 4mm and suture were required. The operation was completed safely using another lens. No patient injury was reported. No further information was provided.